Manufacturer narrative:
G3: Aware date used as date of analysis performed date as the event is reported based on evaluation findings. H3: Product Analysis: Evaluation of the device determined that the malfunction of cutter head could not be inserted was confirmed. The likely cause of the failure could be fractured bearings. It was also noted that the internal tube bearings were corroded. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after operation cutter head could not be inserted into the device. There was no patient involvement. Additional information received stating that there was bearing fracture.